Event description:
It was reported that a malfunction occurred with the customer's pump, which had been reset by the customer after experiencing repeated issues. There was no reported blood glucose level from the customer at the time of the event, and it is unknown if there was an adverse impact. The customer was informed that a replacement pump would be sent as the current pump was under warranty. Further details, including the type of backup insulin therapy the customer would use, were not disclosed.